Event description:
Facility alleged that the sabina ii foot tray was cracked. No pt injury was reported.

Manufacturer narrative:
Technician found the foot tray was cracked. Replacement foot tray was shipped out to the facility. Maintenance at the facility stated that the new foot tray was installed. The lift is back in service.